Manufacturer narrative:
Product 439878 lead implanted: (B)(6) 2017; 5076-45 lead implanted: (B)(6) 2017. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate histogram and percent pacing diagnostics were cleared, the ventricular sensing episode list contained invalid data, and the battery voltage was not available. A device reset was noted but was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with missing/invalid diagnostic data for ventricular sensing episode. If information is provided in the future, a supplemental report will be issued.